Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 151 mg/dl at the time of incident. It also reported that display was flashing. The customer reported that the insulin pump was dropped on tile floor. The customer was advised that discontinue the use of insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display or verify unexpected error message due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.